Event description:
Brush head refills...wiggle free - oral-b [device breakage] brush head refills...don't fit brush like they should. It is not tight fitting and loose - oral-b [device connection issue]. Case narrative: consumer via phone stated that the oral-b toothbrush head refills would not fit on the oral-b toothbrush like they should. It was not tight fitting and was loose enough to wiggle free. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.